Event description:
It was reported patient underwent a revision procedure fourteen years post implantation due to instability. Attempts to obtain additional information have been made; however, no more is available.

Manufacturer narrative:
(B)(4). Implant date: 2008. Medical product: vngd ant stab brg 13x67 catalog # 189043 lot # 951450; biomet tibial locking bar catalog # 141205 lot # 304220 . Customer has indicated that the product will not be returned because requested but not returned by hospital. Once the investigation has been completed, a follow-up MDR will be submitted.  Multiple MDR reports were filled for this event: 0001825034-2022-00588. Not returned by hospital.

Event description:
Upon reassessment of the reported event, it was determined to not be reportable as this device was not involved in the event. The initial report was submitted in error and should be voided.

Manufacturer narrative:
Upon reassessment of the reported event, it was determined to not be reportable as this device was not involved in the event. The initial report was submitted in error and should be voided.